Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain cycle 2 of 4. Per the initial report, the patient line of an hc cassette separated from the patient's transfer set. Gts helped the patient clear the error by cycling power. The patient elected to stop therapy for the night, and contact their dialysis nurse in the morning for instructions on continuing therapy. The hc was operational. No injury or medical intervention was reported.

Manufacturer narrative:
Per the initial report, the sample is unavailable. Should the sample become available, a follow-up MDR will be submitted.